Event description:
According to the reporter, during a coronary artery bypass procedure, while on the proximal anastomosis during a CABG, the suture broke while being used on the lima, the thread broke. A second device was used, but it broke. A third device was used in order to complete the case. The doctor has to trim vessel to suture the anastomosis again. There was unanticipated tissue loss as a result, but there was no specific amount of tissue loss. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one package of device. The visual inspection and functional evaluation of the sample had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.